Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the plastic had chipped off of reservoir. The customer also stated that insulin pump had light scratches on screen, new batteries have been rejected on occasion and had reset there insulin pump settings, rewind was louder had to prime more than once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.